Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 95% stenosed target lesion was located in the moderately tortuous and heavily calcified left anterior descending (lad) artery. A 2.50 x 38 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent dislodged from the stent delivery system (sds) and remained inside the patient's body. Subsequently, a new 2.00 x 12mm balloon catheter was advanced into the patient and passed through the dislodged stent. The balloon was then inflated to 6 atmospheres at the proximal end of the dislodged stent, withdrawn into the guide catheter, and then inflated again to 12 atmospheres once the balloon was fully inside the guide catheter. The guide catheter, balloon catheter, dislodged stent, and guide wire were then all removed as a unit. Fluoroscopy was performed and it was confirmed that everything was removed intact from the patient's body. Subsequently, a new guide catheter and guide wire were advanced to the lad, followed by successful placement of another 2.50 x 38 synergy ii drug-eluting stent to the target lesion and the procedure was completed. No patient complications were reported.